Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with manual injections. The customer also states had received insulin flow blocked alarm however, insulin exited and they got the insulin flow block. The customer also states had air bubble of soda pop size. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.